Event description:
It was reported that the patient¿s device was explanted. It was stated that per the physician the explant was due to pain related to the leads . The patient had a full explant. No additional or relevant information has been received to date.

Event description:
The explanted devices are unavailable for return per the explanting facilities policy.